Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. Despite good faith attempts, the customer culture results were not shared. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 3. Bacterial identification: cellulosimicrobium species. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: >20. Bacterial identification: cellulosimicrobium species. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 0. Bacterial identification: none. The device was evaluated where white foreign material was found in the air water tube, the auxiliary water channel, and at the plastic distal end cover. These abnormalities could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms through culture testing by the user after reprocessing could not be confirmed as the user did not provide their culture results. When olympus culture tested after reprocessing in accordance with the IFU before repair, the results did not conform to the regulation's recommendation. However, when olympus culture tested after repairing the device, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The olympus scope will be sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.